Event description:
A medtronic rep reported while the surgeon was navigating the treon system froze. Exiting the software and re-entering the software resolved the issue. The case continued as planned. No impact on the pt outcome reported.

Manufacturer narrative:
A medtronic rep investigated the system and found that the hard drive was nearly full. Medtronic rep suggested to the site to archive/remove excess pt exams to prevent further freezing instances. Medtronic rep checked out the navigation system and it passed all testing.